Event description:
(B)(6). According to the information received, an end user reported a catheter with missing eyelets. One catheter had eyelets missing.

Manufacturer narrative:
One catheter was returned for evaluation. Examination of the catheter revealed that the eyelets had been stamped on the outside of the catheter but not punched through. Therefore, coloplast confirmed the complaint as reported. The complaint history was reviewed, revealing that this is the first such complaint for this lot number. Based on this information, coloplast concludes that this is an isolated incident and does not represent the overall quality of the lot.